Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report that the insulin pump alarmed battery out limit alarm and after battery change and that the customer was having high blood glucose levels. The customer's blood glucose level was 438 mg/dl. The customer treated with manual injections. The customer performed the high pressure test and it passed at 1.2 units. The customer was advised to monitor the device and blood glucose levels and to call back if problems persisted. The customer was shipped a replacement battery cap. Nothing was replaced or returned.